Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. During the occlusion test, the insulin pump recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The insulin pump was then programmed with a 2.0 unit fill cannula delivery. The insulin pump delivered the 2.0 units properly with water exiting the infusion set. No prime fill anomaly or air bubble anomaly noted. The insulin pump uploaded properly using carelink pro. The insulin pump had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 1100 mg/dl. The customer was hospitalized and treated with syringes. Troubleshooting was performed. The product was not returned for analysis.